Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2006, dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained tachycardia and pacing impedance variation. It was noted that increased sensing integrity counters (sic) were noted. The lead impedance values were noted to have exhibited a large increase in measurement. Furthermore, the lead delivered inappropriate therapy due to fracture, which also resulted in no capture, oversensing and noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.